Manufacturer narrative:
The returned device was evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): should any irregularity be observed, do not use the camera head; contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during device evaluation that the cable unit was deteriorated and the water tightness is lost. There was no patient involvement.